Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain.

Event description:
Patient reported a left side pain and rupture. The patient also reported "breast implant illness", "brain fog", "95% disabled", and being "sick" with insufficient information and therefore have been determined to be not device related.. Device remains implanted.